Manufacturer narrative:
Was submitted in error. Product is only available in brazil. There will be no final report.

Event description:
We were informed that upon receiving the product it was noticed that the label refers to an incorrect manufacturing date. The product was not used. No patient harm occurred.

Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that upon receiving the product it was noticed that the label refers to an incorrect manufacturing date. The product was not used. No patient harm occurred.